Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim display with reddish text. Scratches were found on the display lens. The keypad cover was torn while all the buttons responded properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation found a dim and discolored display. This report is made based on the results of investigation completed on 04/13/2015.